Event description:
It was reported that during the use of the coil concerto helix 2mm x 8cm, there was coil resistance and the coil became stuck in the catheter. The coil was advanced out of the sheath, inspected for irregularities, and immersed in heparinized saline before being re tracted into the introducer sheath. The physician attempted to transfer the coil into the microcatheter but was unable to advance it. The devices were prepared according to the instructions for use (IFU). There was no patient involved. Ancillary devices: terumo progreat microcatheter additional information was received reporting the catheter used was a progreat 2,4. Healthcare provider (hcp) had pushed the coil outside the patient to test if everything fits. Then pulled the coil back into the tube. That was possible without any problems. When attaching it to the microcatheter, however, it could not pushed the coil into it, the wire buckled directly behind the sheath. The microcatheter was not bent or altered before and after the maneuver. However, hcp hadn't used continuous flush. The resistance occurred in the proximal section. The coil come out of the introducer sheath smoothly. There was no damage observed to the catheter. There was a kink of the coil wire.

Manufacturer narrative:
Product analysis: as found condition: the concerto device was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within an opened concerto outer carton, within an opened concerto inner pouch, within a dispenser coil and partially within an introducer sheath with the implant coil and distal pusher already deployed out the distal introducer. The progreat 2.4 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The concerto pusher was found bent at ~88.9cm and ~129.6cm from the proximal end; and found kinked at ~164.2cm from the proximal end. The concerto implant coil was found damaged and stretched with the polypropylene filament broken. Testing/analysis: the concerto coil retracted back within the introducer sheath and could not be advanced back out as it was found stuck. The concerto coil could not be used for resistance testing due to the damaged condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.